Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling syringe with insulin and taking the air out of the cartridge, the insulin became cloudy. Customer's blood glucose level was 107 mg/dl. Reportedly, the customer was able to resolve the issue.